Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer was using humalog 200 insulin. Customer¿s blood glucose level was 190 mg/dl. The customer change the cartridge and infusion set and resumed insulin delivery.